Event description:
Difficult deflation was encountered following the first inflation durng coronary stent expansion in a saphenous vein graft. The balloon and guiding catheter were removed as unit without incident. Another balloon catheter was used to successfully dilate the stent without patient complications. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated dried foreign matter was in the balloon. The balloon was submerged in a warm water bath and could not be inflated. The shaft was cut into sections and the occlusion was located approximately 39 centimeters proximal to the distal tip. The occlusion appeared to be dried contrast. This device was used in a non-indicated procedure which may have contributed to this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for precutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."